Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 339 mg/dl and 163 mg/dl. Controls were run during the call; within range. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.